Event description:
It was reported that the customer received a button error alarm. It was also reported that the buttons on the insulin pump are unresponsive. Troubleshooting occurred. Advised to discontinue use of the insulin pump. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
The insulin pump received with no button response due to corroded keypad traces. No button error alarm noted during testing. The insulin pump was unable to verify for motor error alarm, low battery alarm and perform rewind and basic occlusion, occlusion, prime, the excessive no delivery and displacement test due to no button response. The motor was tested outside the insulin pump and passed motor test. The insulin pump received with minor scratched display window, cracked case at display window corners and cracked reservoir tube lip.